Manufacturer narrative:
Evaluation results, conclusions: death, migration, endoleak. Complex vessel morphology and angulation of the aortic neck.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 53 x 73 mm abdominal aortic aneurysm approximately 30 months ago. The vessels were excessively tortuous and moderately calcified. It was reported that the talent stent graft was found to have migrated, and there was a proximal type 1 endoleak. Due to the pt's complex vessel morphology and angulation of the aortic neck, the decision was made to treat the pt with a medtronic stent graft which is not approved in the united states. The stent graft was accurately positioned and deployed; however, the physician experienced difficulties removing the delivery system which led to occlusion of the renal arteries and the sma. The decision was made to perform open surgical conversion after which the pt was sent to the ICU. One week later, the pt expired. Films were reviewed by an independent contracted physician and his impression is as follows: there appears to be high deployment of the stent graft (device is not approved in the us) at the level of the sma. This appears to have occurred during the initial deployment. The exact reason for this cannot be determined. There is significant tortuosity of the aorta that most likely played a role in the difficulty with delivery system components. No add'l info was provided.